Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights. As it was stated, the weld on the spring arm was torn. There was no injury reported, however, we decided to report the issue based on the potential as spring arm breakage may lead to detachment of the cupola and then to serious injury or worse. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification. There is no information if during the event occurrence, the device was or was not being used for patient treatment. During this investigation it was established that the reported issue has resulted in a serious injury or worse. The supplier of defective spring arm, (B)(4), has informed the manufacturer that there was a potential crack on the front pivot of the parts manufactured between 2000 and 2006. It cannot be ruled out that some cases of excessive strain (jerking or twitching movement of the surgical light) or inappropriate handling may cause impairment of the interlocking between the arm joint and surgical light. This may result in interference of surgical process. Before the breaking of the front joint the surgical light will become instable. Should the breaking occur, the surgical light could swing freely, but it will be held with very high probability by the cable. In the cases where the cupola remains attached by its cables, the cupola drops approx. 10-15 cm below its original position, and can oscillate. According to the information provided by sales and service unit, the defective spring arm was not replaced during field safety corrective action msa-2015-002-iu. The information regarding fsca was shared and customer did not report this particular spring arm as defective ¿ it was reported as not available anymore. Nowadays, it appeared that it was still in use. Therefore, we conclude that the root cause of issue is related to user error and design of the device ¿ the weld breakage should not occur on the part, while it should be replaced 5 years ago but it was reported as no longer in use.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The purpose of this submission is solely to provide a correction of brand name, product code, version or model and serial# sections. This is based on the result of receiving additional information and internal review. #d1: previous brand name: surgical light corrected brand name: hanaulux 3004. #d2b: previous product code: fsy corrected product code: ftd. #d4: previous version or model: on016882. Corrected version or model: ard567801093. Previous serial#: (B)(6). Corrected serial#: (B)(6).

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 7th august, 2020 getinge became aware of an issue with one of surgical lights. As it was stated, the weld on the spring arm was torn. There was no injury reported however we decided to report the issue based on the potential as spring arm breakage may lead to detachment of the cupola and then to serious injury or worse.